Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 catalog number was corrected. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. D6b explant date was captured (d6a implant date repopulated). Correction. D4 catalog number, d4 serial number and d4 unique device identifier were updated, corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 66-year-old male patient who had been admitted in for surgery and the pump was placed pre-operatively. The medical history was not shared. After 6 days of support the patient was transported from the community to the tertiary medical center and was found to have a hematoma at the access site. The team managed the bleed with sending the patient to the operating suite for a washout and jp drain insertion. The pump remains on for support despite the harm. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.